Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was damaged near the battery compartment. Blood glucose was 7.7 mmol/l. Hyperglycemia was reported but no symptoms were reported. Patient treated with insulin pump. Troubleshooting was performed for cosmetic damage. Product was returned for analysis.